Event description:
Customer reportedly received results of about 400 mg/dl and 110 mg/dl within 10 minutes on the advantage system. Customer administered insulin based on result of 110 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.